Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin. During a follow-up call, the customer reported that the insulin gauge decreased as expected and displayed an accurate fill estimate. The customer's blood glucose (bg) level was over 500 mg/dl, and was addressed with syringe boluses, pump boluses, and increasing the temporary rate. Subsequently, due to delivering too much insulin with a manual injection, the customer experienced a low bg level of 55 mg/dl. To treat the low bg level, the customer consumed sugary foods. Recommendation was made to consult with health care provider regarding diabetes management.